Event description:
According to the clinical study, during the procedure, the staple line tested positive during an intraoperative leak test. The anastomosis had to be oversewn robotically to resolve the issue. The adverse event was assessed to have causal relationship with the study device and the study procedure.

Manufacturer narrative:
D10. Concomitant product: sigphandle, sig power sigphandle handle (serial# (B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.